Manufacturer narrative:
Investigation findings: the shaver handpiece was received for eval and the reported problem was confirmed; the on/off buttons would not function. Further investigation found the handpiece has the potential to activate on its own related to the pc board failure. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries related to this failure mode.

Event description:
This shaver handpiece was returned with the report that it would not function. There was no report of serious injury or surgical delay with this event.